Event description:
The pt had a volar rim buttress plate implanted previously but the wrist kept partially dislocating so a wrist spanning plate was implanted. At some point post implantation, the pt experienced a ruptured tendon in the wrist so the wrist spanning plate and screws were explanted. According to the surgeon, there was nothing about the plate the plate that would suggest it was the cause of the rupture.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2014-00061: plate.